Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve from a 2b5lt device was returned; the obturator was not received. Upon visual inspection, the sleeve was observed to be broken in two parts, the broken part was returned, and scratches and evidence of excessive force was noted to be on the sleeve. See pictures. One possible cause for the damage found may be excessive force applied on the sleeve of the trocar. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, at the end of the procedure, the surgeon was removing the 5mm port from upper left quadrant and the trocar cracked in half directly below the housing, above stability threads. No additional trocar was needed to complete the procedure. There were no adverse consequences for the patient.